Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted. A review of the controller log files associated with the event showed an increase in power consumption and estimated flow. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and heart failure are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses guidelines for optimal patient management and setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A definitive conclusion regarding the high watts and suspected pump thrombus cannot be made; however, patient comorbidities and inr below the recommended range of 2.0-3.0 as outlined in the instructions for use may have contributed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Information was received via the dt2 clinical study database that the patient was admitted (B)(6) 2015 for suspected upper respiratory infection and acute and chronic systolic heart failure and had a pump high watt alarm on (B)(6) 2016. The current high watt alarm limit was set to 7.0 watts. Preliminary review of the logs confirmed high watt alarms beginning (B)(6) 2015 and increasing trend in power consumption starting (B)(6) 2015 with a peak of 7.2 watts on (B)(6) 3015. On (B)(6) 2015 the ldh was increasing and the patient was transferred to cardiovascular center for possible thrombus evaluation. An intravenous (IV) heparin drip was started with an anti-xa goal of 0.4-0.5 and two doses of 30mg tpa was given followed by administration of an integrellin drip until (B)(6) 2015. A review of parameters on (B)(6) 2015 showed a return of power consumption within normal operation.